Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The fenestrated bipolar forceps instrument was analyzed and reported failure was not replicated nor confirmed. The instrument passed the recognition engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions and the tips opened/closed properly. Fa found no product issue and noted the instrument was fully functional. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The fa finding indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of fenestrated bipolar forceps were not working correctly. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.